Event description:
Elderly female with coronary artery disease, and recent chest discomfort, and shortness of breath. Procedure: right heart catheterization. When the terumo glidesheath slender 6 fr. Removed from package, there was a large bend in the wire midway. Not used on patient.